Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform blood glucose results of 421 mg/dl, 113 mg/dl, and 124 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.